Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer received abbott laboratories ausab quantitation panel notification letter and wanted to know if their results reported were "real". It is unknown if there was any impact to patient management.